Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the underlay implant, the patient experienced adhesions, recurrence, fibrosis, foreign body reaction, inflammation, and abdominal pain. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and removal of mesh.